Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) device due to unspecified reasons. No patient complications were reported in relation to this event.